Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned product consisted of a jetstream xc-2.4 with no wire stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. The guidewire was not returned. A .014 test thruway guidewire was inserted into the device, and the device transcended through the device with no restriction. The device was connected to the jetstream console and was functionally tested for rotation issues. The device ran as designed. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the lower extremity. The catheter stuck on the guidewire while inside the patient. The catheter and the wire were removed. The procedure was completed with a new device. There were no patient complications reported.